Event description:
Dealer stated that the chair intermittently stops and blinks but does not shut down. Dealer stated that when the issue occurs the dealer has to let go of the joystick then began to take off again. Dealer stated there were no injuries associated with the incident.